Event description:
It was reported that the ilet device housing was coming apart with separation at the seams, resulting in a loss of water tightness; the user received assistance to set up a replacement ilet, prepared a new infusion set and cartridge, applied a new cgm, and paired the system, with no additional issues reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and specific device component remaining insufficiently characterized based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was not established.